Event description:
It was reported via a phone call that the customer's pump alarmed no delivery. Customer mentioned that their reservoir was empty. Customer stated that the alarm was resolved by a complete set change and the cause of the issue was unknown as troubleshooting was not performed. Customer will be returning the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.